Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose in the 400 mg/dl range due to leaking infusion sets. His target blood glucose level is 110 mg/dl. He changed the infusion set and his blood glucose began to lower. He stated when he discovered elevated blood glucose he inspected the infusion set and found it wet with insulin. He is unable to determine the source of the leak but believes it is in the tubing connection to the headset. This has occurred twice and he believes both infusion sets were from the same lot. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.